Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:11 was confirmed by baxter personnel during product evaluation in the pump's event history. However, this condition was not reproduced. The root cause was assigned to moisture on the tubing. No repair was necessary. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed that this device was previously serviced, however the previous servicing didn't contribute to the reported problem. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). The device has been received by baxter (B)(4) personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
It was reported to baxter turkey that a colleague infusion pump experienced an 810:11 failure code. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient involvement, patient injury, medical intervention, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.06.00.